Manufacturer narrative:
Based on the customer complaint of damaged insulated wire, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that after a da vinci assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument was found to have a damaged/flossy insulated wire. The procedure was completed with patient harm, adverse outcome, or injury. The issue did not cause any procedure delays.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged insulation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The damage is located at the distal end. The internal wires are not exposed. Electrical continuity was performed and passed. No thermal damage was observed.

Event description:
Refer to h10/h11 for follow-up information.